Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test" and device monitoring procedure not performed "plaintiff did not undergo with essure confirmation test ". The patient's medical history included overweight and weakness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("contant heavy bleeding"), abdominal pain ("pain: pelvic/ abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel allergy/ claiming nickel allergy -yes"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine/headache"), nausea ("other injuries/symptoms: nausea"), bladder disorder ("bladder/urinary problems : other"), urinary tract disorder ("bladder/urinary problems : other"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("upper abdominal pain"), vulvovaginal pain ("vaginal pain"), amnesia ("memory loss"), mood altered ("serious mood change"), mood swings ("mood swing") and asthenia ("weakness") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salping. (Unilateral),tubal ligation, hysterectomy and removed the fallopian tubes to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, nausea, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain lower, abdominal pain upper, vulvovaginal pain, amnesia, mood altered, mood swings and asthenia outcome was unknown, the genital haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal pain, fatigue, gi conditions, hormonal, changes, migraine, nausea, weight gain, constant pain, bleeding, and nickel allergy discrepancy noted in insertion date- (B)(6) 2013. Removal date :(B)(6) 2011. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received : events mood swing, plaintiff did not undergo with essure confirmation test and weakness were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/ abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel allergy"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine"), nausea ("other injuries/symptoms: nausea"), bladder disorder ("bladder/urinary problems : other"), urinary tract disorder ("bladder/urinary problems : other") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salping. (Unilateral),tubal ligation, hysterectomy and removed the fallopian tubes to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, nausea, weight increased, bladder disorder, urinary tract disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal pain, fatigue, gi conditions, hormonal, changes, migraine, nausea, weight gain, constant pain, bleeding, and nickel allergy . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received-previously reported event "injury "was updated to "pain: pelvic pain", events- "abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), allergy: nickel allergy, other injuries/symptoms: fatigue, gi conditions, hormonal changes, migraine, nausea, weight gain, bladder/urinary problems: other, psych injury and she did not perform essure confirmation test", patient demographic, reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary repor

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal') in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test" and device monitoring procedure not performed "plaintiff did not undergo with essure confirmation test ". The patient's medical history included overweight and weakness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("constant heavy bleeding"), abdominal pain ("pain: pelvic/ abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel allergy/ claiming nickel allergy -yes"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine/headache"), nausea ("other injuries/symptoms: nausea"), bladder disorder ("bladder/urinary problems : other"), urinary tract disorder ("bladder/urinary problems : other"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("upper abdominal pain"), vulvovaginal pain ("vaginal pain"), amnesia ("memory loss"), mood altered ("serious mood change"), mood swings ("mood swing") and asthenia ("weakness") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (oopherectomy, salping. (Unilateral), hysterectomy and laparoscopic removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, nausea, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain lower, abdominal pain upper, vulvovaginal pain, amnesia, mood altered, mood swings and asthenia outcome was unknown, the genital haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal pain, fatigue, gi conditions, hormonal, changes, migraine, nausea, weight gain, constant pain, bleeding, and nickel allergy discrepancy noted in insertion date- (B)(6) 2013. Discrepancy noted in date of removal : (B)(6) 2014. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Lot number:b27986, manufacturing date:2013-04, expiration date:2016-04. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal') and genital haemorrhage ('constant heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". The patient's medical history included overweight and weakness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/ abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel allergy/ claiming nickel allergy -yes"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine/headache"), nausea ("other injuries/symptoms: nausea"), bladder disorder ("bladder/urinary problems : other"), urinary tract disorder ("bladder/urinary problems : other"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("upper abdominal pain"), vulvovaginal pain ("vaginal pain"), amnesia ("memory loss") and mood altered ("serious mood change") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salping. (Unilateral),tubal ligation, hysterectomy and removed the fallopian tubes to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, nausea, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain lower, abdominal pain upper, vulvovaginal pain, amnesia and mood altered outcome was unknown, the genital haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal pain, fatigue, gi conditions, hormonal, changes, migraine, nausea, weight gain, constant pain, bleeding, and nickel allergy discrepancy noted in insertion date-(B)(6) 2013. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information added. Event: serious mood change and memory loss were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal') and genital haemorrhage ('contant heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test". The patient's medical history included overweight and weakness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/ abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel allergy/ claiming nickel allergy -yes"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine/headache"), nausea ("other injuries/symptoms: nausea"), bladder disorder ("bladder/urinary problems : other"), urinary tract disorder ("bladder/urinary problems : other"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("upper abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salping. (Unilateral),tubal ligation, hysterectomy and removed the fallopian tubes to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, nausea, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain lower, abdominal pain upper and vulvovaginal pain outcome was unknown, the genital haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal pain, fatigue, gi conditions, hormonal, changes, migraine, nausea, weight gain, constant pain, bleeding, and nickel allergy discrepancy noted in insertion date-(B)(6) 2013. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- new events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), irritable bowel syndrome, lower abdominal pain, upper abdominal pain and vaginal pain were added. Patient demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal') in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform essure confirmation test" and device monitoring procedure not performed "plaintiff did not undergo with essure confirmation test ". The patient's medical history included overweight and weakness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("contant heavy bleeding"), abdominal pain ("pain: pelvic/ abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel allergy/ claiming nickel allergy -yes"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine/headache"), nausea ("other injuries/symptoms: nausea"), bladder disorder ("bladder/urinary problems : other"), urinary tract disorder ("bladder/urinary problems : other"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("upper abdominal pain"), vulvovaginal pain ("vaginal pain"), amnesia ("memory loss"), mood altered ("serious mood change"), mood swings ("mood swing") and asthenia ("weakness") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (oopherectomy, salping. (Unilateral), hysterectomy and laparoscopic removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, nausea, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain lower, abdominal pain upper, vulvovaginal pain, amnesia, mood altered, mood swings and asthenia outcome was unknown, the genital haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal pain, fatigue, gi conditions, hormonal, changes, migraine, nausea, weight gain, constant pain, bleeding, and nickel allergy discrepancy noted in insertion date-01-aug-2013, 20-aug-2013, 23aug2013. Discrepancy noted in date of removal :feb2011 , 07feb2014, 09feb2014. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Most recent follow-up information incorporated above includes: on 28-may-2020: mr received- lot number were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.